Event description:
During eus procedure, fna needle broke, retaining a portion of the needle inside of the scope. Broken needle was retrieved from the scope. The broken needle was not inserted inside of the pt.